Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture on the electrogram. High capture thresholds were also observed. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.